Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50x32mm promus element¿ plus stent was advanced to treat the lesion. However, the device did not pass through a guiding catheter and when the device was pulled out from the patient's body, it was noted that the stent had bent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 310mm distal to the end to the strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed shaft polymer extrusion damage or bunching immediately distal to the mid-shaft to hypotube bond. The bi-component bond showed no signs of damage or strain. A 0.014'' guidewire was tracked through the inner shaft polymer extrusion lumen, entering via the port entry site and exiting via the tip, no tracking difficulties were noted, indicating no issue with or blockages within the inner lumen which could have contributed to the complaint incident. During analysis the mid-shaft section of the shaft polymer extrusion was broken, 3mm distal to the mid-shaft to hypotube bond. The damage/bunching noted to the shaft polymer extrusion may have weakened the area and contributed to the mid-shaft break during analysis. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50x32mm promus element¿ plus stent was advanced to treat the lesion. However, the device did not pass through a guiding catheter and when the device was pulled out from the patient's body, it was noted that the stent had bent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.